Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd tube sst plh 13x75 3.5 plbl gold (B)(4) the stopper are coming off. The following information was provided by the initial reporter, translated from (B)(6) to english: the stoppers are loosening in the sample storage.

Event description:
It was reported that after use with a bd tube sst plh 13x75 3.5 plbl gold br the stopper are coming off. The following information was provided by the initial reporter, translated from portuguese to english: the stoppers are loosening in the sample storage.

Manufacturer narrative:
H6: investigation summary : bd had not received samples or photos from the customer for evaluation. Therefore, tubes from bd manufacturing line were evaluated during in-process testing and the issue relating to stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.